Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 278 mg/dl. Customer had put in a new battery in the insulin pump. Customer corrected the high blood glucose level with 5.3 units of insulin via the pump bolus. Customer checked his blood glucose level and it was 159 mg/dl. Customer stated that there is a slight crack to the right of the screen right above the battery icon. The crack was about ¼ an inch long. Customer stated that the drive support cap was recessed. Insulin pump will need to be replaced. Customer was advised discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.